Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that inadequate stent apposition occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified left main trunk (lmt). After pre-dilatation was performed with a 2.5mm balloon catheter, a 24x3.50mm synergy¿ drug-eluting stent was implanted to treat the lesion in the lmt up to the left circumflex (lcx) artery using intravenous ultrasound (ivus) check. Subsequently, kissing balloon technique was performed with the 2.5mm balloon catheter and the stent delivery system (sds) of the 24x3.50mm synergy¿ stent. However, during ivus check, an uncompressed portion was noted on the implanted synergy¿ stent. Post-dilatation was then performed with a 5.00mm x 12mm nc emerge® balloon catheter, but there was still an uncompressed portion when ivus check was performed. When dilatation was attempted again, the nc emerge® balloon catheter could no longer cross inside the stent. The nc emerge® balloon catheter was removed and post-dilatation was performed with a 5.0mm non-bsc balloon catheter several times. The crimping of the stent was checked again with ivus and the procedure was completed with no patient complications reported.